Manufacturer narrative:
Gentherm medical, llc., is representing the manufacturer and is submitting this report on their behalf.

Event description:
Astodia transilluminator used for peripheral intravenous placement - nurse noted that blisters were forming where the light touched infant's arm. Infant had blistering and open wounds.